Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 48 mg/dl. Customer decline to troubleshoot stated that she is working with her doctor and her settings. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 48 mg/dl. The customer was treated with 4 glucose tables, 1 glucose shots, and 2 chocolate bars. The customer stated that she received a threshold suspend, but its ok because her blood glucose is actually low. The customer did not want further any troubleshoot.